Event description:
During a laparoscopic gastric bypass procedure, there were staples the entire length of the cartridge, but they were not formed properly. A new device was opened, the problem area was resected, and there was no pt consequence. The case was extended approx 2 hours.